Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced vibration at ipg site during an MRI procedure. No additional information was provided.

Manufacturer narrative:
Corrected data. H6- medical device problem code the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.